Event description:
On (B)(6) 2013, reporter contacted animas, alleging that the ¿up arrow¿, ¿down arrow¿ and ¿ok¿ buttons are responding intermittently. Reporter stated that there was no damage to the keypad, and no trauma or moisture exposure to pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 10/28/2013 with the following findings: visual inspection of the pump found some cosmetic damages with no visible damage to the keypad. On investigation, the ¿up¿ and ¿down¿ buttons responded intermittently while the ¿ok¿ and contrast buttons responded properly. Removal of the keypad cover found contamination under all the button contacts. Unrelated to this complaint, the device powered up to a dim and discolored verify screen. The display screen was replaced with a test screen, and the test screen functioned properly. In addition, a crack was found on the battery compartment.